Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Three samples were provided to our quality team for investigation. One syringe was observed to have silicone visible, with no pooling or stringing, and two syringes were observed to have slight stringing of silicone between the stopper and the barrel, and slight pooling of silicone on the barrel. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the substance on the stopper to be silicone used in the manufacturing process. The condition observed is non-conforming per product specification. Potential root cause for the silicone excessive defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3303143. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: oily materials noticed in the syringe before use oily material noticed inside the syringe more than the usual quantity.